Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, several positions were attempted but thresholds were all high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.